Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The boluses were properly delivered during testing. The pump functioned properly. The pump was received with cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl. The customer stated that the pump was not pumping properly. The customer changed the set and site at the hospital. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer did not finish troubleshooting.

Manufacturer narrative:
The pump passed the delivery accuracy test.